Event description:
Customer called to report that for the last day and a half they experienced high bgs which were treated with manual injections. Troubleshooting was performed. The pump passed the rotation test with insulin exiting. There were no air bubbles, no change in medication and no current illness. The customer also mentioned that they had problems getting to the right screens when the button was pushed and wanted to return this pump. It was stated that the set had to be changed three times in one day.